Event description:
Boston scientific received information that this pace generator was part of a prophylactic system revision due to device migration. Upon explant it was found that the device had reverted to safety core mode.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced [three system resets during the time of electrocautery use], which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Manufacturer narrative:
As no further information is available at this time our investigation is complete. This report will be updated should additional information be received.